Event description:
It was reported that the patient experienced pain and irritation at the ipg site. It was noted that the patient felt like the ipg was flipping and was extremely painful to touch. The patient underwent a revision procedure where the ipg was moved down. The patient was doing well postoperatively. The ipg remains implanted.